Event description:
It was reported that the customer accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to ¿low¿; however, a specific value was not provided. Reportedly, the customer required assistance and family member gave carbohydrates to address bg. Emergency services were called and administered glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.